Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer experienced an elevated blood glucose (bg) level of ¿high¿, although a specific value was not provided. The customer administered a correction bolus via the pump to address their elevated bg. Customer continued to use the pump for insulin therapy.